Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. An alert for lead noise is recorded on 2013-(B)(6). 179 of 180 lifetime ventricular sensing integrity counts occurred since 2013-(b)(6, 1 ventricular fibrillation and 1 lead failure predictor episode of less than 220 milliseconds per cycles are recorded on 2013-(B)(6), respectively. (B)(4).

Event description:
It was reported that the patient was seen in the emergency room after receiving inappropriate shocks due to t-wave oversensing and high rate time out expiring. The lead was repositioned to the septal wall. No further patient complications have been reported as a result of this event.